Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alert for the second time in 1 week. Customer stated last time she was able to use the pump again after a self-test. Customer stated that this time she was unable to use the insulin pump and after restart she got insulin pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the down button did not work whatsoever. After further review, there was corrosion underneath the dome switches of most of the buttons especially the down button. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly.